Manufacturer narrative:
We have just received information that the device has been explanted. It should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that for the past month, the patient has suffered from sudden changes in volume. After a fitting, the patient hears well enough, but only one or two days later the volume goes down and his hearing dramatically decreases. All of the external parts have been changed, but the problem remains. Now the patient is almost not able to hear, probably due to the changes performed whilst fitting an unstable implant. Testing showed hi impedances on electrodes 2 and 8. Small changes have been observed in the impedance vales, but nothing alarming. In 2007, the patient's family mentioned to the ent doctor that prior to the problem, the patient had received an impact to the implant area. After that impact the patient started to have problems with his ci. Now, because of the impact, the patient has an infection on the ci side, specifically the patient has an infection in the mastoid bone. Med-el has arranged to see the patient to carry out further testing and to assess the resonance frequency. There is an increase of impedances, but they are still ok. Coupling and integrity are also ok. The resonance frequency (15 measures) shows a medium value of 11.70 mhz.